Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user entered bg run mode following a sensor issue, was not receiving basal insulin, and had recently eaten without announcing the meal; the user was educated on bg run mode and instructed to manually enter blood glucose values until a replacement sensor is available. Symptoms included hyperglycemia with a reported glucose of 240 mg/dl and approximately two hours above range, without ketone testing, backup therapy, or medical intervention. Outcomes included no reported injury, no hospitalization, and no long-term health impact. Investigation included troubleshooting and user education regarding bg run mode and appropriate data entry. Investigation of this case revealed that the hyperglycemia occurred while in bg run mode with no basal delivery and an unannounced meal. It was concluded that the event was consistent with hyperglycemia associated with therapy interruption and user management in bg run mode. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.